Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to faulty cover u (B)(4), which is, a cable unit, and the image was not displayed. The cause of the faulty cable unit could not be surmised. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). As a result of the evaluation, the following was confirmed. The camera cable was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
(B)(4). Repair event: olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image of the subject device was not displayed. The subject device was used in combination with cv-s190. There was no report of patient injury associated with the event.